Manufacturer narrative:
(B)(4). Date of implant: unknown date in 2010. Concomitant medical products: biomet tpr insrt lot#139254 cat#827880. Unknown stem. Unknown cup. Report source: foreign country: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01424.

Event description:
It was reported the patient underwent initial tha. Subsequently, the patient complained of hip pain approximately 8 years later. Patient underwent revision surgery approximately 2 years later; the head and taper insert were removed and replaced. It was noted that no findings of metallosis or pseudotumor could be confirmed. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.